Event description:
Subcutaneous leak found 3-4 inches distal to the insertion site.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.